Manufacturer narrative:
The customer was sent a replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the receipt of an leaking multicalibrator no injury was reported.